Manufacturer narrative:
(B) (4).

Event description:
A few of the electrodes had impedances greater than 3,600 ohms. No x-ray was taken and there were no plans for revision. The patient was receiving good stimulation.